Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device was unable to pace. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and there was no indication of a device malfunction. The device passed full functional testing including pacer and ECG stress testing without duplicating the report. The device was recertified and returned to the customer. Review of the device log shows evidence of a connection issue between the ECG electrodes/pads and the patient. There are no critical errors that would have prevented the device from displaying ECG or pacing. Per the operator's guide, when an "ECG lead off" message is displayed, it is recommended that the ECG/therapy electrodes, lead wires, and cables are inspected for proper connections. The accessories used during the event were not returned for evaluation. Analysis of reports of this type has not identified an increase in trend.